Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to capture accurate values for proudness, surgeon attempted to capture values multiple times but he continued obtaining 4mm. Surgeon verified that the cup was down and the outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding being unable to impact past a certain depth, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 299 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding being unable to impact past a certain depth. There was only 1 other reported events ((B)(4)). Complaints related to this part number will be tracked through quarterly trend #(B)(4). Conclusion: the session data for the case was reviewed. An analysis of the implant system, depth of impaction values, reaming data, array motion, arm errors, and rio registration was completed. Based on the collected data, the event was confirmed. There are no indications of system malfunction. All system checks were within tolerance and there is no evidence of warnings/errors that could have contributed to the event. The data at this time shows the rio operated as expected. No system defect or malfunctions are suspect.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to capture accurate values for proudness, surgeon attempted to capture values multiple times but he continued obtaining 4mm. Surgeon verified that the cup was down and the outcome of the case was successful.